Manufacturer narrative:
Concomitant medical products: 8110; (2)syringe tubing; therapy date (B)(6) 2017. The event logs have been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Devices not received, log review only.

Event description:
The customer reported that during infusions of ceftriaxone, dopamine and norepinephrine, the pump modules alarmed with red lights and then the pc unit powered off. The patient experienced a decrease in blood pressure while replacement pump modules were set up, and the infusions were titrated to maintain perfusion. No other interventions were provided, and once the patient stabilized, the drips were decreased back to baseline. There was no report of long term patient harm. The devices received operational inspection, iui assessment, and testing by the hospital biomed and passed the tests. Upon receipt to biomed, the pcu indicated battery operation less than 30 minutes remaining. The hospital uses manufacturer recommended batteries, and the battery date code is 1336.

Manufacturer narrative:
Correction to initial report: omit 8015 from concomitant product. The customer¿s report that the pump module alarmed with red lights was confirmed. The pcu event log shows that 3 devices were in use on the system and were infusing for approximately 3 hours after the pcu was placed on battery power. At 6:21 pm on (B)(6) 2017 the system alarmed for battery discharged (lb3). When this occurs, the current infusions are paused and the user can plug the pcu into ac power or shut down the system. The user shut down the system. At 6:22 pm, the system was powered back on and an alert occurred indicating a battery very low (lb2) condition. At 6:24 pm, the system was placed on ac power. At 6:44 pm, the system was placed on dc power. Alerts occurred indicating battery low (lb1) and battery very low (lb2) conditions. The system was then shut down and powered off. The pcu was not received for investigation and the battery was therefore not able to be evaluated to see if conditioning the battery would result in longer device run times and proper battery alarm triggering. There was no evidence in the pcu battery log of battery conditioning having been performed. The battery date code was reported to be 1336 (which is the 36th week of 2013), indicating the battery was 3 years and 6 months old at the time of the reported event. The root cause of the pump module shutting off was identified as the system alarming for lb3 (battery discharged) and the user selecting to shut down the device.